Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a lead implant attempt, when a package of extra stylets was to be used, it was noticed that the package did not have the stylet length documented. The stylets were not used. No patient complications have been reported as a result of this event.